Manufacturer narrative:
This report is submitted on august 29, 2023.

Manufacturer narrative:
This report is submitted on august 15, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection at the implant site. Revision surgery is scheduled but has not occurred as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery. This report is filed on september 24, 2018.